Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was needing to charge more frequently. The patient indicated that she fully charged on (B)(6) 2017 and was at 25% on (B)(6) 2017. The patient stated she recently started using the implant at night, which she likes, so it is used 24/7. It was reviewed how programmed parameters affect recharge interval. The patient further reported that recharging hurts and she is in pain after recharging. The patient stated she cannot sit or lay and charge, so she stands. The patient stated it is brutal and she cant move. The pain is different than her normal pain. Adhesive discs were suggested. The patient was redirected to follow-up with their healthcare provider to check programming/usage stats for recharge interval and to address pain. No further complications were reported/anticipated. Additional information was received from the patient on (B)(6) 2017. It was reported that it continues to hurt while charging. The pain started in (B)(6), when the patient was able to recharge after waiting 3 weeks after implant. Adhesive discs were sent but it still hurts and the pain has not resolved. The patient was told to charge every day for a short time but that still hurts. The patient has an appointment with their healthcare provider (B)(6) 2017. The patient heard that a newer battery was available and expressed interest. The patient was redirected to their healthcare provider. The patient reported that there were changes when recharging. She was always active, she cannot charge in bed, cannot lay on it, and will not let anyone come near her. No further complications were reported/anticipated. Additional information was received from insurance agent on (b)(64) 2017. It was reported the device was not charging. It was reported the patient had a small accident (B)(6) 2017, and was feeling stimulation up until (B)(6) 2017. The patient was scheduled for replacement (B)(6) 2017. The caller was redirected to the healthcare provider. No further complications were reported/anticipated.